Event description:
It was reported the patient received the following results within 15 minutes: 457 mg/dl and 148 mg/dl.

Manufacturer narrative:
Product is no longer available to be returned for evaluation.